Manufacturer narrative:
Health effect impact code: f26. Component code: g03001. D8. Was this device serviced by a third party? No. A definitive cause for the issue observed could not be identified. Trending review determined no adverse trend for elevated patient results due to the product. Return testing was not completed as returns were not available. File sample testing was not performed as retesting of the sample gave expected normal result. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency was identified.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated architect potassium result of 10 mmol/l for a patient sample that retested at 2.8 mmol/l. No adverse impact to patient management was reported.